Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of nc quantum apex catheter was received inside an nc quantum apex shelf box and carrier tube. The packaging and device matched the batch number for this complaint. There was blood in the inflation and wire lumens. Magnified inspection revealed a scratch and pinhole in the balloon wall 4mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous unspecified artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected to treat the lesion. The balloon ruptured at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous unspecified artery. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to treat the lesion. The balloon ruptured at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.